Event description:
It was observed that during the device inspection, the subject device exhibited flooding of the connector and corrosion of the electrical contacts. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found there was flooding of the connector and corrosion of the electrical contacts. A definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.